Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, the customer reverted to an alternate method insulin therapy.